Manufacturer narrative:
The system was examined and the reported event was confirmed but was not replicated. The customer was advised to order a new footswitch. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported there was no vacuum during the phaco mode of a surgical procedure. The surgeon was able to complete the procedure with no harm to the patient. Additional information has been requested.